Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire was deformed and the failure of the device's removal occurred. And omsc surmised that the wire was broken since the wire was subjected to a load when the user used the bml-110a-1 or the connection between the subject device and the bml-110a-1 was not adequate. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device and mechanical lithotriptor bml-110a-1 were used. In the procedure, the subject device could not be removed from the patient. The user tried to crush the calculus with the bml-110a-1. However, the basket wire of the subject device was broken and the subject device could not be removed from the patient. The user canceled the procedure and placed a stent covered the broken wire for endoscopic nasobiliary drainage in the patient body. The user will implement an additional treatment. The user stated that the connection between the subject device and the bml-110a-1 was not adequate in this event. No further information was provided.